Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 7085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389s-40, lot #v825993, implanted: 2011 (B)(6); product type lead product ID 3389s-40, lot# v825993, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported, patient was feeling an unpredictable buzzing across forehead and was very sporadic in nature. It was indicated that the buzzing lasted for about 1 sec and could be present all day or would not come back for two weeks. It was added that the healthcare provider (hcp) reported the issue have been happening since implant but it seemed to be getting more frequent. It was indicated that the specific time frame when the issue started was unknown. It was reported that patient noted more freezing and voice issues. It was reported patient was seen this week date unknown from the day of the report. It was also indicated that the impedance values was incomplete as hcp could not have all of them. It was added that hcp tried reprogramming different programs but nothing gave patient a good tremor control. It was added that hcp was going to reschedule for patient to come back in the office in the next two weeks. Impedances provided were as follows: c/0 5455, 0/1 7091, 0/2 6483, 0/3 7708, all other contacts were under 4000 ohms (specific value not available). It was added that these values were fairly consistent to past appointment . Additional information received; it was later reported that the patient felt the gait freezing was from the surgery, but the hcp didn¿t seem to know what was causing it.